Event description:
A trilogy evo o2 ventilator was returned to the manufacturer for preventative maintenance service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, three ventilator service required alarms were found in the device's error log relating to a therapy buzzer fail, a power buzzer fail, and a speaker fail. The service technician states that the alarms were not reproduced during the operational checking. The system printed circuit assembly (pca) board, buzzer assembly, and speaker assembly were replaced as preventative action to resolve the issue. Additionally, the inline proximal filter was replaced due to contamination. The air inlet foam filter and particle filter were replaced for maintenance. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.